Event description:
Ambulance was called because the reading on the one touch basic read 442 mg/dl. Paramedics were called. Reading was taken by paramedic and received a 210 mg/dl on an unknown meter within 20 minutes of first test. Treatment is unknown. Patient was taken to ER. Sending a letter to obtain more information.